Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): the proglide instructions for use states for sheath sizes 8.5f to 21f, when using the pre-close technique, two proglide devices should be used. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with one proglide device, using the large hole, pre-close technique via a 6f sheath, prior to a protected percutaneous coronary intervention (pci) with impella support. The physician decided to perform the large hole, pre-close technique using only one proglide device. The proglide suture was successfully pre-placed. The sheath was upsized to a 13f and the pci procedure was completed. The physician retrieved the sutures of the proglide and pulled the "long" suture; however, hemostasis was not achieved. The knot pusher was used to advance the knot into the vessel; however, it didn't fully advance against the vessel wall. The physician tried changing the angle of the suture trimmer and at the same time pulled strongly on the suture and the suture broke. The short suture was cut. Hemostasis was achieved with a femostop and manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician was reportedly in-training in the use of the proglide device and pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break and difficulty to position the knot could not be tested as the suture was not returned. It should be noted that the perclose proglide instructions for use, states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.